Event description:
Device report from synthes reports an event in china as follows: it was reported that on (B)(6) 2023, during the surgery the screw head was found cracked. They changed it to another one to continue the surgery. Still the same problem happened again. Another device was used to complete the surgery. Procedure was completed successfully without any surgical delay. No adverse consequences to the patient. No additional information. This report is for one (1) cranial-scr plusdrive ø1.6 self-drill l4. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cranial-scr plusdrive ø1.6 self-drill l4 was broken at the screw head. The rest of the screw body was not returned for evaluation. A dimensional inspection was not performed for the cranial-scr plusdrive ø1.6 self-drill l4 due to post manufactured damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed yes as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l4 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Dimensional inspection: n/a. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 400.834.04s, lot no:1483p04, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22/08/2022, manufacturing site: jabil bettlach, expiry date:01/08/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.